Manufacturer narrative:
B3/d10: the events occurred on (B)(6) 2023 and (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusor underinfused; the devices were not empty. This was observed during patient infusion. A kink was observed in the line and the patient's arm was bent at times. The devices have been filled with piperacillin/tazobactam 13.5g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside the bladder and that suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, possible causes include: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.